Event description:
Info received indicates the head of the stretcher cannot be raised or lowered.

Manufacturer narrative:
The technician isolated the issue to the head gas springs. He replaced the gas spring assembly to repair the stretcher.